Manufacturer narrative:
(B)(4). The device passed the displacement test and self test. No unexpected pump error , pump error , or pump error alarms noted during testing however, pump error alarm (linenumber = 213 ; filenumber = 30) and pump error alarm are found in the formatted history file due to a software error. In addition, pump error alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose was unknown. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that performed self test and requested a new battery and the screen went white and was not working. Troubleshooting was performed. Customer stated that the fill cannula was recorded in daily history. The insulin pump will be returned for analysis.